Event description:
It was reported that during an amputation of right toe first ray procedure, both clip appliers were not completely closing the clips or aligning them completely together. The clip came off the vessel and cut/tore the vessel. They used single clip appliers to complete the case. No other details of the event were provided. No patient impact reported.

Manufacturer narrative:
(B)(4). Date sent: 11/12/2010. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.